Manufacturer narrative:
G4: 06nov2020; b4: 09nov2020. A front bezel was return for analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported that the ventilator's navigation ring was not working. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.